Event description:
A customer reported discrepant results for thyroid stimulating hormone (tsh) on the aia-360 analyzer. The customer runs in cups as well as in the tubes but the issue occurs when running both. Quality control (qc) and calibration are within range. The first run the customer received less than low (<l), the second run was 1.67 miu/ml and the third run was 1.77miu/ml. The results from the second run were reported out. The customer is now concerned that they may have discrepant results for cardiac troponin I (ctnl 2) as well. The customer confirmed no bubbles were present in sample. A field service engineer (fse) was dispatched for further investigation. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) confirmed the issue by talking to the customer over the phone. The fse verified that the analyzer was not down and that there was no issue with cardiac troponin I (ctnl 2). The customer stated that the first sample of thyroid stimulating hormone (tsh) was flagged as low but was acceptable the second time it was run. The fse told the customer that if there was a bubble on top of the serum it would cause the reported issue. The customer stated that they did not believe there was a bubble. The fse instructed the customer to rerun the same patient sample multiple times and run a precision. The customer was able to run available samples, seven (7) additional times with expected results. The customer verified that the analyzer is functioning properly. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for "low discrepant results for thyroid stimulating hormone" on the aia-360 analyzer through the aware date. There were two similar complaints identified during the search period, including this case. The analyte application manual for thyroid stimulating hormone (tsh) states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 miu/ml, and the lowest measurable concentration is 0.03 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported issue could not be determined, however, a bubble on top of the serum could cause the reported issue.